Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer stated thursday their blood glucose reading was between 100-105 mg/dl and then ate dinner, gave correction, went to bed and then friday morning they woke up and felt ill at the time. The blood glucose was over 400 mg/dl-500 mg/dl and his wife called the paramedic and was admitted to hospital for diabetic ketoacidosis. The customer went in the hospital on friday and they were released on saturday. The customer was not wearing the insulin pump during their time in the hospital. They reattached the insulin pump on saturday morning and it's been working fine. The customer stated they didn't think the insulin pump was malfunctioning they just think it's site-related. The customer stated they noticed air bubbles in the reservoir. The call dropped while the customer was on the phone during troubleshooting. The reservoir will not be returned for analysis.